Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication was present during testing. Additionally, there was a biopsy leak noted. The plastic cv had minor scratches present, as did both light guide lenses. The scope connector failed the continuity test and was flooded. There were also deep dents and scratches on the plug unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii bronchovideoscope was present a b30 scope communication error during a therapeutic procedure. According to the initial reporter, a different scope was used to complaint the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported communication error occurred as a result of temporary contact failure of the charged-coupled device (ccd) unit and/or the internal board of the scope connector due to moisture or water that invaded the device from a leaked location. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ ¿reprocessing manual: 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.